Manufacturer narrative:
The customer reported mastitis and was prescribed antibiotics by her physician. On (B)(6)2015 a medela clinician followed up with the customer and reviewed set-up of pump parts. Customer is twisting yellow valve onto connectors tightly, and having back-up of milk into the tubings. Educated about gently placing yellow valves onto connectors. Customer states last time she had mastitis she took augmentin twice a day for 10 days a month ago. She didn't know how many mg's. Customer is exclusively pumping for 2-1/2 month old since birth. She had been expressing 3-7 oz 6 times a day prior to having mastitis, and now she expresses 2-4 oz 6 times a day. Customer states she's feeding breastmilk/formula 50/50. Correct size breast shields confirmed - nipples are not being rubbed and pumping doesn't hurt. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the suction of her pump in style breast pump was low and may have contributed to mastitis. She was diagnosed and prescribed antibiotics by her doctor.